Event description:
Approximately thirty- five weeks post hvad implantation, the patient was admitted to the hospital for ICD battery exchange when he developed signs and symptoms of pump thrombus. He presented with an inr of 2.0, tea-colored urine, and increased pump power. The patient was initially treated with tissue plasminogen activator (t-pa) without resolution and was subsequently taken to the operating room for pump exchange. Thrombus was visualized at the cannulation site under the sewing ring. The thrombus was removed; the sewing ring reattached and pump parameters returned to baseline. The explanted pump is being returned to the manufacturer for analysis. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced signs and symptoms of pump thrombus and the site performed a pump exchange. When the sewing ring was removed, thrombus was visualized at the cannulation site under the sewing ring. It was last reported that the patient was stable from a cardiac/vad standpoint. The device ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files, as log files covering the event date were not available for analysis. Dimensional and functional verification showed no deviation from current manufacturing and functional specifications. Pathology exam confirmed the presence of thrombus within the pump. The most probable root cause of the reported 'high power' event may be attributed to thrombus formation/ingestion within the device. A possible clinical factor that may have contributed to the thrombus formation includes the patient's history of mixed etiology severe cardiomyopathy, paroxysmal atrial fibrillation, and hypertension. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.